Event description:
The patient reported that she experienced muscle contractions due to vns therapy which prevent her from using the bathroom (both functions) at times and that she cannot keep food down during stimulation. It was noted that the patient's device was disabled due to these events. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.